Manufacturer narrative:
The fse that encoutered the issue replaced the damaged fiber connector panel. Three (3) gfe attempts have been performed to obtain additional information. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated.

Event description:
It was reported that during regular inspection performed by a getinge field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) had a broken fiber connector panel. There was no patient involvement.

Event description:
It was reported that during regular inspection, the cs300 intra-aortic balloon pump (iabp) had a broken fiber connector panel. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.